Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, while trying to retrieve a gall stone, the wire in the retrieval balloon catheter split. No damage was noted to the device or packaging prior to the procedure. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. Given the report that the "wire split", it is possible that the core wire of the hydrajagwire broke or fractured; therefore this has been deemed an MDR reportable event. Several attempts have been made in order to obtain additional information regarding this event and the exact damage noted to the guidewire; however no information has been received. If any further information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: the initial MDR reported that the device was a hydra jagwire guidewire, upn m00556021. The investigation site reported that the returned device was actually a dreamwire, upn unknown. The initial MDR reported that the lot number of the device was 14780664. However, the lot number is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Investigation results: evaluation of the complaint device was performed. Visual inspection found that the ptfe coating was peeled in two places. However, no evidence of core wire fracture was found. The investigation could not confirm the complaint that the guidewire broke. Therefore, this is no longer a reportable event. However, the investigation concluded that the root cause for the peeling damage to the guidewire was most likely operational context. This failure can occur due to clinical factors including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, while trying to retrieve a gall stone, the wire in the retrieval balloon catheter split. No damage was noted to the device or packaging prior to the procedure. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. Given the report that the "wire split", it is possible that the core wire of the hydra jagwire broke or fractured; therefore this has been deemed an MDR reportable event. Several attempts have been made in order to obtain additional information regarding this event and the exact damage noted to the guidewire; however, no information has been received. If any further information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient weight is unknown. No information regarding the condition of the core wire of the guidewire. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.